Event description:
Reporter alleged blood glucose reading was 52 mg/dl so customer took normal 4 units of insulin, did not eat well at the time, and then started to feel low. It was stated customer then self treated with additional dietary adjustments and then the emergency medical technicians (emts) were called. Reporter stated the emt result was in the 40s mg/dl so customer was treated with a glucose tube and waited till glucose reading elevated to 90 mg/dl before departing with the customer. Reporter indicated about 2-3 hours later customers glucose was 79 mg/dl and customer was "out of it" and "unresponsive" so emts were called again where they arrived about 10-15 minutes later. The emt result reportedly read 39 mg/dl and the customer was taken to the hospital where their reading was 40 mg/dl. Reporter alleged customer was released when glucose elevated to 150 mg/dl. A request was made for the return of the suspect product and replacement product was sent.